Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and cleaned and inspected all collets, lld springs, tip clamps, and plunger clamps. The fe cleaned and lubed all x-arm guide rods. The fe verified all alignments and instrument operation. The fe verified all repairs and instrument operation with the customer. Repairs have returned this instrument to expected operation.